Manufacturer narrative:
The serial number was not provided.

Event description:
Information was received indicating that the cadd pump displayed an infusion issue and a high-pressure error. It was also reported that when the tubing is used without the anti-siphon valve it works fine. The patient did not receive the entire amount of chemotherapy due to this issue, but there were no adverse events reported. When the tubing was changed, medication was administered and completed as intended.